Event description:
Adverse event(s): "no patient involvement." Product problem(s): "system message displayed" (device displays error message). A customer reported receiving a system message and the footswitch could not be used. There was no patient or procedural impact. Additional information was received. The perioperative supervisor reported the error message occurred during setup and testing. There were additional units at the facility that were utilized instead. There was no patient impact or delay.

Manufacturer narrative:
The facility ordered a new foot pedal and sent back a sample for evaluation. A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).